Manufacturer narrative:
The insulin pump was received with normal operating currents. Also passed self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. Device was unable to prime at 2.5 pounds during prime test or verify no delivery alarm due to faulty force sensor resistor. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed occlusion after the reservoir and infusion set were changed that morning. The reservoir and infusion set were changed again but after 30 minutes the insulin pump alarmed occlusion again. Customer's blood glucose level was 20 mmol/l. The self-test was okay. While performing the displacement verification test the piston was suddenly blocked and was not going further. The customer was advised that the device would be replaced and agreed to return the product for analysis.